Event description:
It was reported by the user facility's biomed engineer (biomed) that during use of the device for a non-clinical activity, the plug pins on the roller pump were bent. The biomed was changing the pump around and he tried to plug the smaller plug and he bent the pins. The pump does not function. There was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.